Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Visual and microscopic inspection and functional testing was performed on the returned device. No observed fragments on the device during pre-decontamination inspections. Portions of the ptfe coating were found to be scuffed at or near locations of the bends and curves along the hypotube of the wire. A slight bend was found at 185mm from the distal end of the wire. The wire failed the bend test fixture test due to rotation not being propagated to the tip of the wire. The manufacturer's manufacturing engineer inspected the device. The coating was applied consistently. He stated the ptfe coating must have rubbed or scraped off during or after use of device. He noted that since most of the scrapes are towards the proximal end of the wire it most likely did not occur in the vessel. Additionally the irregular marks were due to tightening of the torque device. Marking do not appear to be due to flaking of the ptfe coating. The probable cause of the portions on the ptfe coating being scuffed was the device being rubbed or scrapped during or after use of device. Since most of the scrapes are near the proximal end of the wire, the coating most likely did not come off in the vessel. The wire failing the bend test fixture was possibly due to the bend in the proximal coil. We cannot conclusively determine when and how the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the wire was prepared as per IFU. Wire was zeroed and normalized. Customer started the procedure but was not able to cross the lesion. Physician took the wire out of the patient and shaped the tip, the nurse noticed that the coating of the wire was not homogeneous, she wiped the wire with a compress and saw some fragments. The customer decided to take another wire and finished the procedure. No patient injury. Attempt to obtain the patient information is ongoing via email and phone. All reasonably known patient information is included in this report.